Manufacturer narrative:
Initial reporter phone#: (B)(6). Additional reporter phone#: (B)(6). Additional reporter phone#: (B)(6). Investigation summary: a mp1000 china product was not available for investigation; however, the customer indicated the complaint product was from lot 21015952. The feedback provided by the customer indicates complete occlusion was detected when attempting to infuse the patient with saline solution. Further information provided by the customer indicates that the connecting product was a kangkang syringe, the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015952 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxplus needleless connector was clogged. The following information was provided by the initial reporter, translated from chinese: "after the needleless connector was rotated, it was found that the rehydration solution did not drip, and the reason was found, and it was pushed by a syringe quietly and was smooth. After connecting the transfusion device, it still did not drip, adjusting the height of saline and adding back the needle, both did not drip, then removing the needleless connector and trying to connect directly, found that the drip was smooth, then replacing the needleless connector with a heparin cap and scalp needle connection, the drip was smooth."